Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent and an infrarenal aortic extension. In (B)(6) 2016 a computed tomography (CT) showed the patient had a type 2 endoleak. In (B)(6) 2016 the physician elected to implant coils and use glue to resolve the type 2 endoleak. Patient status following the secondary procedure was not reported to endologix.